Event description:
It was reported that the patient had diaphragmatic stimulation as a result of migration of the lead. The lead was turned off. The lead was later programmed to a pacing configuration that did not cause diaphragmatic stimulation. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.